Event description:
It was reported that, immediately after completion of the implant procedure, the patient's right atrial (ra) lead dislodged. The patient's ra lead was repositioned and remains in use. While the physician was repositioning the patient's ra lead, the patient's right ventricular (rv) lead had diminished r-waves. The rv lead was repositioned during the procedure and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).